Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported failure. He traced the failure back to a defective drive unit. A loan device was provided to the hospital. The affected drive unit was requested back to the manufacturer site for a detailed investigation. Results revealed that several burnt components were found on the motor control board and this was identified as the root cause of the reported event.

Event description:
Livanova (B)(4) received a report that an error code was displayed on the control panel of a centrifugal pump console during priming. There was no patient involvement.